Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. Electrical function of the right ventricular lead was tested and no anomalies were detected. Fluoroscopy revealed that the lead had externalized conductors. No intervention was performed. The patient will continue to be followed normally.